Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's transmitter was unable to communicate with their implantable cardioverter defibrillator. It was suspected that this communication issue was due to a rf chip issue within the device. Patient was provided with a temporary transmitter until the issue has been resolved. It was noted that the clinic received a successful transmission on (B)(6) 2018. There were no patient consequences. No further information was reported.